Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary: one photo and one loose syringe with empty blister package was received inside a biohazard bag and confirmed to be from batch #0139929 (p/n 309628). The sample was visually evaluated through the bag. The syringe was found to have one side of the flange bent towards the tip of the syringe. Damage was also observed at the luer-tip and on a portion of the collar both directly below the affected flange. Both the tip and collar were bent in the same outward direction. Potential root cause for the incorrect assembly defect is associated with the assembly process. It is likely that the damage resulted from a misfeed of the barrel into the assembly dial after it was printed. No corrective actions are necessary based on the defective rate identified. Batch 0139929 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: potential root cause for the incorrect assembly defect is associated with the assembly process. It is likely that the damage resulted from a misfeed of the barrel into the assembly dial after it was printed. (B)(4). No corrective actions are necessary based on the defective rate identified. Batch 0139929 is considered in compliance with our product specification requirements.

Event description:
It was reported that the bd 1ml syringe luer-lok¿ tip experienced a tip/luer of syringe that was cracked/damaged/deformed/bent. The following information was provided by the initial reporter: damaged luer lock tip.